Event description:
The hcp reported that while placing a bravo ph monitor, the capsule trocar needle advanced, but the capsule would not attach to the pt's esophagus, it fell off in the pt's mouth. The pt is rescheduled for another bravo in six weeks due to a puncture wound within the esophagus. Further info is being requested from the hcp.

Manufacturer narrative:
Final analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is rec'd from the hcp.